Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and did not duplicate the alleged malfunction.

Event description:
Report received that, during patient use, an 840 ventilator was continuously alarming for circuit disconnect. The patient was transferred to a second ventilator. There was no harm to the patient as a result of the event.